Event description:
Upon opening medline industries total hip pack, a long dark hair was discovered inside the hip drape. The sterile field was torn down and all new supplies were obtained and utilized to re-establish the sterile field. FDA safety report ID# (B)(4).